Manufacturer narrative:
Reported event of the bur head detaching is confirmed. The returned used device, item 00509223600, found the bur head detached from the shaft. Critical dimensions were inspected per print 21509303600, rev- ac and could not find any discrepancies with machined bur. No defects were found through measurement or examination of the returned product. Suspect, excessive force (load) was used during procedure. This is a technique dependent device. The root cause cannot be determined, however, based upon evaluation, photos, and the IFU, the likely cause of this event was overheating of the device due to excessive force creating bur guard failure. The manufacturing documents from the device history record have been reviewed with special attention to the manufacturing and inspection of the product. The product released for distribution was found to have met all specifications prior to shipment. A two-year lot history review shows a total of 1 device for this lot number and failure mode. A two-year review of complaint history revealed there has been a total of 1 complaint, regarding 1 device, for this device family and failure mode. During this same time frame (B)(4) devices have been manufactured and shipped worldwide. Should all the complaint devices have been found confirmed for this reported failure, the rate of failure would be (B)(4). Per the instructions for use, the user is advised not to operate the drills without the appropriate bur guard and collet locked. Always use a bur of the proper length. The tip of the bur guard should cover the safe line on the bur, if applicable. Without the stabilization that the proper guard provides, the bur can break and be propelled with great force. Bur guards should always be checked before use. To reduce the risk of injury, prior to surgery, spin the bur guard on a bur. We will continue to monitor per regulatory requirements to help ensure patient safety.

Event description:
The customer reported that the that the 00509223600, oval bur, long, carbide, 4 x 8 mm device was being used during an unknown procedure on (B)(6) 2025 when it was reported ¿during procedure, tip broke of bur broke off. Broken tip recovered, and new product opened for use.¿. The procedure was completed with the use of an alternate device. There was no report of injury, medical intervention, or extended hospitalization for the patient or user. This report is being raised due to the reported malfunction with potential for injury upon reoccurrence.

Event description:
The customer reported that the that the 00509223600, oval bur, long, carbide, 4 x 8 mm device was being used during an unknown procedure on (B)(6) 2025 when it was reported ¿during procedure, tip broke of bur broke off. Broken tip recovered, and new product opened for use¿. The procedure was completed with the use of an alternate device. There was no report of injury, medical intervention, or extended hospitalization for the patient or user. This report is being raised due to the reported malfunction with potential for injury upon reoccurrence.

Manufacturer narrative:
The reported device is being returned to conmed for evaluation. A supplemental and final report will be filed following the completion of the device evaluation and complaint investigation. We will continue to monitor per regulatory requirements to help ensure patient safety.